Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: it was reported the tip of the depth gauge is broken, and cannot be used as is. The report indicated that intra-operatively, on the last screw, the rod that is used to measure broke; it separated from the back part of the depth gauge. No harm came to the patient and the procedure was completed successfully. There was no surgery delay due to the reported event. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the returned depth gauge (lot 7327586) was manufactured on march 2013 and is approximately 1 1/2 years old. The depth gauge was received assembled. The needle is broken off the graduated body and it is bent in multiple places along the length of the needle. The slide mechanism on the depth gauge was tested and there are no issues with the sliding mechanism. The outer body of the depth gauge stays intact when the device is held vertically. There are multiple nicks and scratches on the device consistent with normal use. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. A review of the design drawing indicates that the returned part was manufactured to drawing. The complaint is confirmed for the complaint condition. The design is adequate for its intended use and did not contribute to this complaint condition. Excessive force exerted on the depth gauge or placing / dropping heavy instruments on top of the device during the sterilization process could have led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.